Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Where was the needle grasped during use? Can you confirm the needle is not retained in the patient? Do you have the other half of the needle for evaluation? What is the current condition of the patient?

Event description:
It was reported that the patient underwent oral surgery on (B)(6) 2017 and suture was used. The tip of the needle broke in patient's mouth after few passages through the gum. The broken fragment was of infra-millimetric size. The wound was reopened to search for the fragment, however nothing was found. It was possible that the fragment had been aspirated during rinsing. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4).to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: here is the answer: the missing piece of needle is less than 1mm. Doctor suppose that it was aspirated no patient consequences to date.

Manufacturer narrative:
Product complaint # (B)(4). Device evaluation: the actual device involved in this event was returned for evaluation. During the visual inspection of the used needle/suture piece, the swage and attachment area were as expected; also, the tip and body of the needle were examined under magnification and broken tip could be observed. However, marks on the tip and body of the needle appears to be by use of a surgical instrument could be noted. The suture present body fluids and the end of the suture was cut appears to be by use of a surgical instrument. The assignable cause of the needle breakage cannot be concluded and an additional evaluation is pending and not yet completed. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Representative samples were opened and the swage and attachment area were as expected; also, the tip and body of the needle were examined under magnification and no defects, damage or needle breakage were found. The samples were tested by resistance test to needle and the needle met the requirements. Per the representative sample condition, no breakage needle was found.

Manufacturer narrative:
The actual device involved in this event was returned for evaluation. The evaluation found the visual inspection of the used needle/suture piece, the swage and attachment area were as expected; also, the tip and body of the needle were examined under magnification and broken tip could be observed. However, marks on the tip and body of the needle appears to be by use of a surgical instrument could be noted. Also, suture present body fluids and the end of the suture was cut appears to be by use of a surgical instrument. Per the sample condition of the needle the assignable cause of the performance breakage needle, suggest a needle breakage. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. The evaluation revealed the fracture evidence was destroyed by mechanical damage. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage the package insert (IFU) cautions: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.